Event description:
A user facility reported that a number of pt's had complained of sore throats following exposure to lmas which had been cleaned and soaked in vesta-syde, a phenol containing cleaner. A female pt was admitted to a different hospitals several days after the exposure. She had hematuria on admission due to severe dehydration from being unable to eat or drink for six days. She was treated with IV fluids, antibiotics, steriods and sucralfate. The pt responded well. As of 08/04/98, the pt was no longer receiving medication. A total of six mdrs are being submitted to the agency associated with the site's reports of pt exposure to unapproved cleaning agent. The product labeling contains a warning statement specifically warning against use of phenol containing agents. Proper cleaning procedures were reviewed on site with appropriate personnel and the affected devices removed from svc; no further in-svc is required.